Event description:
It was reported that during an unspecified interventional procedure, a guide wire fracture occurred. The location and characteristics of the lesion being treated are unknown. The 325cm rotawire floppy guide wire was used with a 1.5mm rotalink burr. When the physician attempted to withdraw the rotawire, 1-1.5 cm of the guide wire broke and remained in the patient. No further complications were reported. Patient status is unknown. Additional information regarding the event was requested but has not been received.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.